Event description:
Additional information: an x-ray revealed the pump was flipped. The cause of the inversion (flipping) issue was unknown per the reporter. It was unclear if the patient's withdrawal symptoms were related to the pump or catheter. The patient experienced itching and generalized pruritus. The patient underwent pump dose adjustments on (B)(6) 2011. The pruritus continued; no additional symptoms were reported. Based on the patient's symptoms, pump malposition, and history of pump complications, explant surgery was recommended. The patient underwent outpatient surgery and the pump was explanted. The patient outcome was reported as recovered without sequelae. The patient was well managed with topical medications.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient stated that he spent one month in total withdrawal. The pump was explanted in (B)(6) 2011 and the patient no longer had a pump.

Event description:
It was initially reported that the patient experienced withdrawal from baclofen "for 14 days". It was reported the "pump had shifted". A roller study was performed and the pump was working. The plan was to explant the pump on (B)(4) 2011. Patient desired a catheter study and believed that "no one will do a catheter dye study". It was indicated that the patient may not need the pump any longer but "would like to titrate down more gradually to keep the pump functioning in case they need it again". Patient had an appointment with the healthcare provider (hcp) on (B)(6) 2011, however was considering hcp options. It was later reported that healthcare provider (hcp) had been working "at length" with the patient and would follow-up with the patient. A follow-up report will be sent if additional information becomes available.